Manufacturer narrative:
The srt replaced the fio2 stepper motor. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during testing of the device at the service center, the electronic patient gas system (epgs) fraction of inspired oxygen (fio2) stepper motor did not respond. There was no patient involvement.